Event description:
Staff members were treating a 40 yr old female pt who required defibrillation. The staff attached the unit to the pt using a multi-function cable (mfc) and multi-function electrodes (mfe). The staff charged the unit to the target energy, but it did not discharge. The staff indicated that the pt did not "jump". The staff obtained a pd120 mfc and attached it to the original mfe. The staff defibrillated the pt and indicated that the pt did "jump a bit". The pt later expired.